Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Subsequently, the customers blood glucose (b)g decreased to 46.8 mg/dl. The customer consumed carbohydrates to address their bg. Reportedly, the customer reverted to an alternate method for insulin therapy.